Event description:
The incident occurred in 2007 and winco inc. Was notified on january 17, 2008. A pt was in a winco model 655 clinical chair and the attendant was helping the pt try to recline the chair back when the footrest closed and jarred his back. The staff pulled the chair from service and had the chair inspected. The chair was found to be in good working order and nothing was found wrong with the chair and put it back into service.